Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that during the tunneling procedure, after inserting the peritoneal catheter and removing the passer, the surgeon attempted to slightly adjust the catheter position by pulling it downward from the abdominal incision site. Unexpectedly, the catheter fractured without any warning. The surgeon stated that no excessive force was applied, and the procedure was performed in the same manner as usual. The complainant also commented that the material appeared unusually brittle. Subsequently, another peritoneal catheter was opened and used to complete the surgery. No patient harm was reported as a result of the delay. The device will be returned for examniation to the manufacturer.

Manufacturer narrative:
Only the catheter was sent in for investigation: based on the results of the examination, visible cut marks of the catheter can be identified. How the abovementioned rupturing occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. The examination of the return has been completed with the drafting of this report.

Event description:
The catheter has been returned and the investigation has been completed.